Event description:
Customer reported on (B)(6) 2011, during operation, a rotor broke in a statspin express 4 centrifuge. The unit vibrated and fell to the floor. Two people were hurt. One needed stitches and one had a bruise on their finger. The rotor was recalled in january, 2011 per FDA recall number z-2169-2011. The customer was notified by email of the recall and was sent a new rotor to replace the existing one and was sent a new rotor with a verification form providing proof of the installation. The form was returned by the customer verifying that the new rotor had been replaced. The unit was returned for investigation on (B)(4) 2011 with the broken rotor. Upon investigation, the rotor received was the original rotor. The customer did not replace this rotor with the new one which had been previously verified and reported.

Manufacturer narrative:
The unit was returned under warranty. Rotor replaced and cover replaced. The rotor was part of recall. Corrective action taken as part of recall. Customer did not replace recalled rotor with new rotor.